Manufacturer narrative:
This report is submitted on june 14, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced persistent infection resulting in the decision to administer antibiotics.